Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that an infusion set and pump were accidentally pulled off the body by a box, resulting in a cracked ilet touchscreen with the top half unresponsive and the device no longer functional; the user transitioned to backup therapy with subcutaneous insulin pens and uses an fsl3+ sensor. Symptoms included hyperglycemia with a reported blood glucose of 325 without associated symptoms. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related fracture of the touchscreen component, consistent with mechanical damage from external force. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device was replaced and the user was advised that the replacement would no longer be watertight.